Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was removed and replaced due to infection. The patient is enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the developed an infection shortly after implant of new device. The patient was treated with antibiotics and then ultimately had the system removed. The patient is enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.